Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported events of the laser not working and the tray arm. The events were not confirmed in the event log. The laser module and the tray arm were replaced as a preventative measure. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. There were no problems found with the tray arm; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a vitrectomy, the laser was not powering up and the tray arm joint was sticking. After the fourth try, the laser powered up. The case was completed without patient harm.